Manufacturer narrative:
Per initial good faith effort (gfe) response received, the customer ordered the replacement speaker but has not received it yet. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 device indicating that a 1102 "primary alarm failed" error occurred. There was no patient involvement at the time the issue was discovered. The remote service engineer (rse) had the customer check the event log and it was confirmed that 1102 error code was logged. The power management (pm) printed circuit board assembly (pcba) speaker failed at power on self-test (post). The rse advised the customer of the recommended repair options per the service manual. The rse provided the customer with the part number of the replacement speaker assembly for repair at the customer's request.